Event description:
It was reported that the device was showing all three icons (attention, charge-pak and service), which is an indication of the device not having enough power to function. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and was able to verify the reported failure; however through numerous tests, physio was unable to find any discrepancies in the device. The internal hlc batteries were completely depleted. The cause of the reported failure could not be determined.